Manufacturer narrative:
Authorized technician went on site and inspected the gas blender. The technician could not reproduce the issue and did not find any deviation in the gas blender. However, the device has been returned to munich for inspection and repair if needed. At the manufacturer site, the gas blender was inspected, calibrated and run for 12 hours test. No device malfunction could be confirmed: device worked properly it its operating curve. Tsi was performed and device returned to customer. A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. Taking into account that no issue were found both during technical inspection at customer site and at manufactured workshop, it is reasonable to assume that the reported issue was related to the customer tool or to an improper connection to the tool made by the user. Since no malfunction of the device was found and most likely the issue is only related to customer flow measuring mechanical tool, the event has been reassessed as not reportable since caused by a user error without any trend or patient/user impact. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. H11: livanova deutschland manufactures the gas blender. A livanova field service representative was dispatched to the facility to investigate the device and n o error displayed, flow set to 10 lpm and fio2 set 0.6, values in the operating curve. Device precautively sent back to manufacturer for repair livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during setup, the flow given by the gasblender was not corresponding the setting. The flow was 1 litre, measurured by a mechanical flowtubec, unless the gasblender was set even to 10 litre. Medical team elected to switch the gasblender with a spare one and continued the procedure. There was no patient involvement. According to customer this occurred also 2 days before also with the same machine.